Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular lead had increased threshold and impedance decreased from 1450 - 1600 ohms to 1100 ohms. Zero r waves, intermittent capture and no unipolar capture were also reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.